Event description:
It was reported that the venom nitonol electrode broke off inside the patient during surgery. This was noticed after the procedure was completed. It was reported that there will be a revision surgery to remove the piece from the patient.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the venom nitonol electrode broke off inside the patient during surgery. This was noticed after the procedure was completed. It was reported that there will be a revision surgery to remove the piece from the patient.